Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Consumer experienced chemical injury in both eyes and despite continued medical care there was constant blurry vision, severe light sensitivity, persistent drooping of the right eyelid (ptosis), eye pain and headaches. Consumer also had rinsed lenses with the contact lens care solution before placing them in the eyes. The consumer had sought treatment at the emergency room and had two additional follow up visits during the first week after the incident. Treatment included prescribed antibiotic eye drops, steroid drops and placement of an amniotic membrane by a specialist. The current status of the consumer¿s eyes is symptoms continuing at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).